Event description:
It was reported that when the wheel lock on the trsx5 wheelchair is engaged, the chair is not firmly in place. Specifically, the reporter alleged the chair moves a noticeable distance while the lock is engaged and the user is attempting to get in or out of the chair.